Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: correction: the event reported under MFR report number 2124215-2025-79663 was sent in error. Additional information was received from the complainant on november 24, 2025, clarified that the stent coil was detached, occurred outside the patient. Therefore, this is considered non-reportable.

Event description:
It was reported that during the preparation, the percuflex plus urethral stent medical device was transferred to the surgical table. Upon opening the sterile primary packaging, it was found that the stent coil was detached. The procedure was completed with another of the same device and there were no known patient complications reported.

Event description:
It was reported that during the preparation, the percuflex plus urethral stent medical device was transferred to the surgical table. Upon opening the sterile primary packaging, it was found that the stent was broken into two pieces along the shaft. The procedure was completed with another of the same device and there were no known patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information available the cause that contributed to the reported event cannot be established.